Manufacturer narrative:
Updated data: b5, h2, h3. H6: image review: 4 fluoroscopic images of the implant procedure were provided for review of the event described above. 4 computed tomography (CT) images of the patient summary were provided for anatomical review, as well. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Migration / valve dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-balloon aortic valvuloplasty complications. Image 1 showed that there is ¿ as reported ¿ some visible push applied to the valve frame. Image 2 showed the primary valve held in place by a snare and the secondary valve being implanted within the primary one (tav-in-tav). The root cause for the valve dislodgement and subsequent implant of a secondary valve cannot be determined definitively at this point without further information e.g. Cine loops. It appears likely that the applied forward pressure might have contributed to the valve dislodgement into the left ventricular outflow tract (lvot). The patient was reported to be alive with no injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at the bottom of the pigtail. After the valve dislodged ventricular, the valve implant was to node 6-7. A non-medtronic guidewire (safari) was used. Per the physician, the patient's left ventricular outflow tract (lvot) was smaller than the annulus that contributed to the valve dislodgement.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-26, the patient experienced cardiac arrest at the beginning of the procedure, necessitating cardiopulmonary resuscitation. Moderate calcification was noted during the procedure, and no pre-dilatation was performed. During the implant of the first valve, the valve was in a good position but the valve to dislodge deep in the left ventricular outflow tract (lvot). It was probably that too much forward pressure was applied for concern of the valve dislodging during implant. Following this, a blood pressure of 60/30 millimeters of mercury (mmhg) was reported and catecholamine medication administration was required to support the patient. The first valve was held in place with a snare after dislodging, and a transthoracic echocardiogram detected mitral regurgitation. A second valve was implanted at a higher position, which alleviated the mitral regurgitation to almost nothing. The patient¿s hemodynamics stabilized to 90/50 mmhg in the intensive care unit. The patient was reported to be alive with no injury.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.